Event description:
The pt reported communication issues between the implant and the external equipment shortly after the implant surgery. An advanced bionics representative performed device evaluation. The problem was confirmed. The pt has been implanted with a new advanced bionics spinal cord stimulator.